Event description:
The patient received her ipg on (B)(6) 2005. It was reported the patient was having issues maintaining communication with the ipg and having extended periods of charging. She was given a new charger to help resolve the issue, but was unsuccessful. As a result, the patient's ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.